Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient contacted the manufacturer representative at the end of december to say the patient thought it might have been positional loss of stimulation, and the manufacturer representative gave the patient some recommendations for that. The patient then contacted the manufacturer representative the week prior to the repot and it was continuing and wanted to be seen to troubleshoot more. The patient was scheduled to see a manufacturer representative and healthcare provider (hcp) as well as to get an x-ray done on friday january 9th. It was unknown what the outcome was yet.

Event description:
It was reported that stimulation had been turning off. Over the past week prior to the report, the patient noticed the stimulation had been turning itself off, by itself. Nothing unusual happened the past week prior, no falls or traumas. The patient turned the stimulation on in the morning and left it on until the evening. The patient used the patient programmer during the day to turn stimulation up/down. The stimulation off was random throughout the day. For an example, the patient would turn stimulation on at 6:45am, but did not feel stimulation, but by around 8am, the patient would feel the stimulation. The electrode impedances were normal. They did not do a group impedance reading. The stimulation therapy had not changed and the implantable neurostimulator (ins) voltage was 2.95 volts. The diary usage was 58% used since (B)(6) 2015. The stimulation was turning itself off, and the patient felt a sudden surge, strong stimulation and then off. The patient was in the office at the time of the report and stimulation was operating as it should be. The patient could not reproduce the off stimulation. Information regarding actions taken or planned to resolve the issue and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that no x-rays were done. Further action that was taken was that the patient was reprogrammed and was happy at the time of the report. The patient was fine.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3487a-45, lot# v705284, implanted: (B)(6) 2011, product type: lead; product ID 3487a-45, lot# v782185, implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).